Manufacturer narrative:
Other text: two pictures and device were returned for investigation. Upon visual inspection of the pictures and physical testing of the device, the leak was confirmed. When further investigation was done, it was found that there was a lack of adhesive that had caused the device issue. Root cause analysis was traced to manufacturer and quality personnel were contacted.

Manufacturer narrative:
Only the month ((B)(6)) and year (2021) of the event date are known.(B)(6). Device evaluation in progress.

Event description:
It was reported that the level 1 trauma fast flow disposable was leaking water from either the circulation line or the transfusion line. The product problem was observed during patient use. This product problem did not cause or contribute to any adverse patient health effects.